Event description:
It was reported by svc report that the side rails would not remain latched in the raised position due to missing compression springs. No pt involvement or adverse consequences are reported.